Event description:
It was reported that during set-up of the device for a procedure, there were drifting hematocrit (hct) values. There was no patient involvement. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. This device is no longer marketed in the united states. This event occurred in (B)(6). The device will not be returned to the manufacturer for further evaluation and can not be analyzed to determine the failure mode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.